Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert and was admitted to the hospital. The right ventricular (rv) lead had triggered a lead integrity alert (lia) for oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead had a high impedance out of range warning. The lead had high thresholds with no capture. The lead was suspect of a fracture. The patient indicated that the patient was involved in an auto accident where the airbags did not deploy. The lead detection was programmed off until lead revision. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.